Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 425 mg/dl at the time of the incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer stated drive support cap was appears normal. Customer was treated with insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.